Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient experienced an event of infusion set tubing detachment while sleeping on (B)(6) 2025. The site of detachment was from the quick release. The insertion site was upper thigh. No further information available.